Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).

Event description:
Treatment of an aneurysm. It was reported that it was difficult to open the pipeline during procedure as the distal section wedged in the capture coil. The pipeline was eventually implanted in the patient. No patient injury reported.